Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer¿s blood glucose level was 15 mmmol/l at the time of the incident. The alarm was not resolved. The insulin pump did not pass displacement test. Also, the plastic ring around reservoir compartment had came loose. Advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Pump error alarm during the rewind test due to corroded motor home switch. Unable to verify pump error alarm due to pump error alarm. The test reservoir does not lock in place due to missing retainer and missing reservoir tube o-ring. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, end cap address label missing, serial number label fading and minor scratched lcd window.